Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one image of the catheter next to the packaging and one close up image of the ablation portion of the catheter. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the focal catheter was difficult to extract. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the rfa (radio frequency ablation) procedure for (B)(6) esophagus, after the physician completed the ablation of the (B)(6) in the affected area (36 to 42cm mark) using the ultra long, the catheter was stuck at the 20 centimeter mark of the esophagus as the physician was pulling the scope up which caused a tear in the esophagus. The physician was able to seal the tear using clips. The patient was intubated with endotracheal tube for the procedure. The patient was transferred with thoracic surgery capabilities and was admitted to the surgical intensive care unit. The patient was admitted at outside hospital, recovering as expected from surgical repair of high cervical esophagus rupture secondary to perforation from the catheter. The patient required multiple studies including fluoroscopy, CT (computer tomography) neck, CT chest, and CT abdomen due to the esophageal laceration. The patient required surgical repair one day following the perforation for the esophageal laceration besides the clip. The patient was prepped for the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patients attorney alleged a deficiency against the device, it was reported that the patient needed an upper gi endoscopy for therapy of barrett's esophagus with high-grade dysplasia. The patient had esophageal mucosal changes classified as barrett's stage c2-m3 per prague criteria present in the lower third of the esophagus and that focal radiofrequency ablation of barrett's esophagus was indicated. The physician completed the ablation of the barrett's in the affected area (36 to 42cm mark) using the ultra long, the catheter was stuck at the 20 centimeter mark of the esophagus. When the physician was pulling the scope up, he felt resistance at the upper esophagus. Despite encountering resistance, the physician proceeded to retract the scope which was eventually withdrawn. However, the barrx catheter cap was lodged in patient's esophagus. The barrx catheter cap was eventually removed under endoscopic guidance with anesthesia assistance; however, patient sustained a bleeding deep mucosal tear in the upper third of the esophagus measuring 25 to 30 mm in length. The tear was treated; the tissue edges were approximated and three hemostatic clips were placed. After the clips were placed, cardiac surgery was consulted, and it was determined that the clips inserted by the physician had been dislodged and the tear was still unmitigated. It was ultimately determined that patient may require surgery, which no one at facility was equipped to perform. Accordingly, the patient was transferred to another hospital, where the patient was required to undergo surgery on the esophageal perforation. The patient required multiple studies including fluoroscopy, CT (computer tomography) neck, CT chest, and CT abdomen due to the esophageal laceration. The patient remained hospitalized at the other facility until (B)(6) 2023; and the patient was discharged to a rehabilitation facility. The patient has suffered permanent physical, mental, and emotional injuries and harm.